Event description:
It was reported that a patient presented with an unspecified malfunction noted on the patient's pacemaker. No information regarding intervention or adverse patient consequences were reported.